Event description:
It was reported when the device was used during a bowel resection procedure, it was difficult to fire. As a result the staples were malformed. Another device was opened to complete the procedure. There was no patient consequence.